Event description:
It was reported that the patient has expired after an implant duration of approximately 73.4 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. No other details were provided.

Event description:
A prefilled 5ml single-use syringe of heparin lock flush solution 100 units/ml (B) (4), lot: 916211c, exp date 06/10/2011- obscures the full expiration date with the black rubber stopper on the end of the plunger. The syringe is clear with the expiration date and lot number printed on the barrel of the syringe in black type. The black rubber stopper on the end of the plunger rests over the day portion of the expiration date -printed on the syringe as 10 jun 2011-, making it extremely difficult to read. Dose or amount: 5ml prefilled syringe. Route: IV.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health-care provider (via fax), a response was received, however, no information regarding the event was provided. A device history record review is in process. The patient also had another valve implanted; however, that event is being reported on a quarterly alternative summary report.

Event description:
It was reported that while starting the beginning of a da vinci surgical procedure the surgeon experienced an image with color bars on the left side view of the surgeon's console. With the assistance of an isi technical support engineer, the staff attempted to troubleshoot the issue by moving the camera cable, however, there was no change to the image. The site then moved the video output to the surgeon side console (ssc) and then to the camera control unit (ccu), however, the issue continued. The site then moved the video output to the synchronizer and the issue did not follow, indicating that issue was related to the video synchronizer. The surgeon had the option of continuing the procedure in 2d, however, made the decision to discontinue the case. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
It was learned through implant patient registry (ipr), the cause of death "dr said heart was shutting down and lungs were failing".